Manufacturer narrative:
Despite multiple follow ups with the healthcare provider no additional information was provided such as mode of failure (diagnosis), device model, device serial...etc there has been no information to suggest an intervention has yet been performed or scheduled however, implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. No further action required at this time, additional updates will be reported if provided.

Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve is being considered for inclusion in trial for implantation of an edwards transcatheter aortic valve within the existing failing subject device (valve in valve). The implant duration and specific reason for intervention (diagnosis) have not yet been provided despite multiple follow up attempts with the healthcare provider.